Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 13 mmol/l at the time of the incident. It was reported that the keypad button had frequently no or intermittent response by button press. It was also reported that the buttons were unresponsive and took a long time to respond. It was stated that it took three to four presses to activate the screen. Battery change was performed and a failed battery test alarm was received. It was also reported that the insulin pump's block mode was not active. It could not be verified if the max bolus/basal was not set to 0.0 due to the insulin pump being stuck again. It was reported that the button was not unresponsive during easy bolus. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The serial number was also reported to be worn off. The insulin pump will be returned for analysis.